Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure message. The customer attempted to recalibrate and reconnect the fiber optic sensor cable. They were able to transduce the central lumen. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure message. The customer attempted to recalibrate and reconnect the fiber optic sensor cable. They were able to transduce the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing and pressure tubing were also returned. A catheter tubing kink was observed at approximately 32.8cm from the iab tip. Additionally, an optical fiber break was also observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The optical fiber was found to be broken from a severe kink, confirming the reported problem. However, we are unable to determine when this may have occurred since we cannot replicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).